Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass surgery, they noticed a slight leak from the connector of the oxygenator. The product was not changed out and the surgery was completed successfully.

Manufacturer narrative:
Terumo did receive the actual device and decontaminated through the bleach process and evaluated. No leaks were noted during testing. A review of the complaint files confirmed that there have been no previous reports for this lot. The device history record did not indicate any production related problems. All available information has been placed on file in quality management for appropriate tracking, trending and f/u. (B)(4).